Manufacturer narrative:
The damage found was sustained during the surgical procedure. The helix extension length measured within specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a dislodgement was noted. During attempted repositioning, the helix was retracted and could not be redeployed. The lead was explanted and replaced.